Event description:
It was reported that two technical errors were displayed, one indicating a software error and the other indicating disabled valves. There was no patient harm reported. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. The reported technical errors was not reproduced, no fault was found and no parts were replaced. Evaluation of the received device logs confirm the reported technical errors during ventilation. The logs show that the cause of the reported failure was that the breathing subsystem identified an error while writing to a file in the file system. When this failure mode occurred the breathing subsystem automatically rebooted and the technical errors were generated. After the subsystem reboot the system continued the ventilation but with technical alarms active. The ventilator was manually shutdown and startup where after the ventilator functioned without deviations. The root cause of the breathing subsystem fail and reboot has not been determined.

Event description:
(B)(4).